Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported that the defibrillator could not power on due to a damaged battery. There was no reported patient involvement.